Manufacturer narrative:
The customer¿s experience of failing to alarm when infusion completed was not confirmed. The pcu event log shows pump module s/n (B)(4) was programmed to infuse norepinephrine ICU 4mg/250ml (drugid 310) at a rate of 56.3ml/hr with a vtbi of 250ml at 12:25 pm on 19 february 2018 and ran until 4:23 pm when the primary infusion completed and went into kvo. The user then added volume to the infusion and the infusion ran until 4:27 pm, when the door was opened and the device alarmed for check IV set. A channel disconnect occurred and the device was removed and re-added to the system. The user then selected softkey 14 to address the channel disconnect pop-up and then channeled off the device, which shuts down and powers off the system. The volume recorded as being infused during this period was 252.907ml. During the infusion, the device alarmed 7 times for air in line and 2 times for partial patient side occlusion. The infusion was restarted after each alarm. The dose was changed twice, at 2:42 pm the user changed the dose to 20mcg/min, which made the rate 75ml/hr and then at 4:26 pm to 30mcg/min, which made the rate 112.5ml/hr. The delay option was not used during this period. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported when the infusion completed there was no end of infusion alarms noted . It was reported that the delay option might have been used. There was no report of patient harm. The biomed stated the data set was recently updated to include a call back and believe the situation has been corrected.